Event description:
It was reported that during the procedure, after prep per the instructions for use, a 6mmx40mmx80cm fox cross balloon dilatation catheter (bdc) was advanced without resistance to treat an arterio-venous fistula. During the 1st inflation to an unspecified pressure above the rated burst pressure, the balloon ruptured radially. Upon withdrawing the fox cross bdc, resistance was felt against a 5fr non-abbott sheath. As the physician expressed concern that the radially ruptured balloon material may separate if removal was continued through the sheath against resistance, the patient was referred for surgical intervention to safely remove the fox cross from the anatomy. Upon surgical removal of the fox cross, the radially ruptured balloon material was confirmed to still be attached (not separated). This issue caused a clinically significant delay and prolonged hospitalization due to surgical intervention. There were no adverse patient sequelae and the patient was ultimately discharged in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): above rated burst pressure (rbp). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the fox cross percutaneous transluminal angioplasty catheter (pta) instructions for use (IFU) states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended. Based on the reviewed information, no product deficiency was identified.